Manufacturer narrative:
D10 concomitant product: sig power sigphandle handle (serial#: (B)(6) egia45amt egia 45 artic med thick sulu (lot#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic and esophageal cancer radical surgery, while on anastomosis of the esophagus and stomach, the stapler's firing only advanced about 2 cm. It was also noted that during the fifth firing (when the trouble occurred), there was a strange sound coming from the handle. When the trouble occurred, the articulation was in a state that was almost close to neutral, and it seems that it was during the fifth firing. Transition from thoracoscopic surgery to laparotomy and thoracotomy were done. Additional resection and suturing with the a stapler were made and was found that the patient's tissues were fragile. The operation in thoracoscopic did not go smoothly, and it was finally transitioned to thoracotomy.

Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 44 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.6 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that a partial firing had occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.